Event description:
During an endoscopic ultrasonography with fine needle aspiration (eus fna) procedure, the physician used a cook endoscopy echo tip ultra ultrasound endoscopic needle. During use the safety ring of the handle would not lock into place. The needle device was removed from the endoscope, and another needle was used to finish the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Evaluation: upon evaluation of the returned device the safety ring socket was noted to be raised from the safety ring. The safety ring socket is not flush with the top surface of the safety ring. When the thumbscrew is tightened onto the safety ring with the socket in this position, the thumbscrew cannot make contact with the handle to create a secure locked position. This allows the safety ring to move freely in both directions and cannot be locked in place. Therefore, needle extension could not be controlled with the safety ring. The section of the handle where the safety ring is located has indentions. These indentions suggest the thumbscrew had been used to severely overtighten the safety ring during use. "Forty-five (45) safety ring sockets from our raw material inventory were subjected to a destructive tensile test as part of the complaint investigation. During the tensile test the sockets did not separate easily from the safety ring. This evaluation of the raw materials did not reveal a discrepancy that could have contributed to the reported event. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is remote. Conclusions: the condition of the handle (i.e. Indentions) suggest the thumbscrew had been used to severely overtighten the safety ring at some point during use of the device. This is a most likely cause for movement of the socket inside the safety ring. Movement of the socket from the safety ring in the handle can occur if continued rotation of the mechanism is performed in an effort to severely overtighten the handle in the desired position. The instructions for use direct the user to adjust needle length by loosening the thumbscrew on the safety ring. The user is directed to advance the needle until the desired reference mark for needle advancement appears in the window of the safety ring. The user is then instructed to tighten the thumbscrew to lock the safety ring in place. Applying excessive pressure during this activity could have contributed to the reported observation. Prior to distribution all echo tip ultra ultrasound endoscopic needles the thumbscrew of the safety ring on the handle is loosened and tightened during product inspection. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a supplier corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of the supplier corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
.